Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance, guide catheter: hyperion6f, stent: 3.25x15mm xience alpine. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a mildly tortuous, moderately calcified, 90 % stenosed, de novo concentric lesion in the mid right coronary artery. A 3.25x15 mm xience alpine stent was successfully implanted. The 3.25x12 mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance for post-dilatation. However, the balloon ruptured during the fourth inflation at 9 atmospheres. A same size nc traveler bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.